Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31546, 3006705815-2020-31548, 1627487-2020-31707, 1627487-2020-31708. It was reported the patient had an infection. In turn, the patient underwent surgical intervention wherein the entire system was explanted at an unknown date. Additional information was not provided.